Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide complaint database search found no additional related reports against the provided product code/lot number combination. Based on the inability to find any additional related reports against the provided product code/lot number combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2010, the patient underwent the primary surgery. In 2021, when the patient visited the hospital, it was confirmed that osteolysis occurred at femur. The armd was suspected. On (B)(6), the patient will undergo the revision surgery. No further information is available. The revision surgery (hip prosthesis sliding surface exchange) for left hip was performed on (B)(6) 2021. Osteolysis was sporadically observed around the bone in the proximal left femoral stem. The metal liner and metal head were removed and replaced with polyethylene liner and delta revision head. The bone defect around the proximal stem was filled with artificial bone. The revision surgery was completed successfully without any surgical delay. Armd was suspected in the trunnion part of the liner, but when checked after removal, the liner was clean, so the surgeon commented that the cause of osteolysis might be wear on the sliding surface.